Event description:
It was reported that the patient had a surgical procedure to replace an artificial urinary sphincter (aus) due to the device not working properly for the past seven years. There were no patient complications reported.